Event description:
It was reported that a patient presented for a implantable cardioverter defibrillator (ICD) implant procedure on (B)(6) 2022. Prior to inserting the right ventricular lead into the patient's body for positioning, it was noted that there was some considerable resistance in extending the lead helix out with the torque tool. Upon placement in the patient body, it was observed that the helix would not come out after multiple rotations. The lead was removed and a new lead was implanted without incident. There were no patient consequences.